Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial# unknown, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative (rep) regarding an implantable neurostimulator (ins). It was reported that patient had an explant because they needed an MRI. The explant was performed, and hcp was able to remove the battery and lead but not all of the electrodes as the lead broke during explant so partial remained in patient. It was noted more information would be obtained from the hcp in a few days. No further complications were reported. (B)(6) 2019, additional information was received from manufacturer representative. It was reported that according to the physician, the patient was referred to the (B)(6) medical center for further assistance. There were no other information on the event. No further complications were reported or anticipated.